Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. Additionally, an occlusion alarm occurred. System check was performed by tandem technical support and no issues were identified. The customer continued to use pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.